Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "loose right total knee rule out septic loosening."